Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a transseptal puncture, the lasso catheter was advanced to the left atrium. When connecting the lasso 2515 nav variable catheter to the carto system, high frequency noise appeared on all bs and ic channels. The same noise was observed on both the carto mapping system and the ge cardiolab ECG recording system. The noise was constant. After connecting, the carto system displayed an error message: ¿pace routing failed¿. The issue was resolved by exchanging the lasso with a same like product. The troubleshooting process delayed the procedure 20-25 minutes. No complications were observed during the procedure. Follow up was performed to obtain detailed information regarding the event and it was confirmed that the noise occurred on both carto and the recording system at the same time. Due to this fact, the physician was not able to interpret bs and ic signals making this event reportable. The procedure was completed without patient consequences.

Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. DHR review could not be performed since the lot number was not provided by the customer. Manufacturer reference #:(B)(4).